Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling lethargic. Upon review of the device transmission it was noted that left ventricular (lv) lead capture could not be confirmed. The lead is still in use. No further patient complications have been reported as a result of this event.